Event description:
The customer reported via phone call that they had no delivery alarms with their reservoir. The customer stated insulin could not be pushed through. Customer declined to troubleshoot. The customer's blood glucose was unknown. The reservoir will be replaced. The reservoir will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-55905, 3004209178-2015-55906, and 3004209178-2015-55907.